Event description:
Per the surgeon's report, the patient reported increasing hearing levels and decreased auditory performance with her device. A CT scan done in 2005 (exact date not provided) showed that part of the electrode array was no longer in the cochlea. The device was explanted and a new device was implanted, during the same surgery.

Manufacturer narrative:
This is a final report.